Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Planned inlay revision of ps-attune-knee-tep left side after about one year of implantation because patient had issues stretching the knee. Intraoperatively the pe-inlay showed strange scratches. Surgeon decided to change complete knee-tep to a competitor product.

Manufacturer narrative:
Product complaint # : (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: planned inlay revision of ps-attune-knee-tep left side after about one year of implantation because patient had issues stretching the knee. Intraoperatively the pe-inlay showed strange scratches. Surgeon decided to change complete knee-tep to a competitor product. The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) x-rays pre-revision, (B)(4) photos explant). The photo and x-ray investigation revealed the device has pitting patterns on the articulating surface with the femoral implant. Pitting condition suggests that debris was making contact/friction between the insert and the femoral component. With information provided, a potential cause cannot be established. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune ps rp insrt sz7 5mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4) parts. 2) date of manufacture: 17-mar-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 28-feb-2026. 5) IFU reference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, catalog, expiry date), d9, g4 (PMA/ 510(k)), h4 corrected: d1, d2a, d2b, d3, d4 (primary UDI number), d10 (concomitant) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : planned inlay revision of ps-attune-knee-tep left side after about one year of implantation because patient had issues stretching the knee. Intraoperatively the pe-inlay showed strange scratches. Surgeon decided to change complete knee-tep to a competitor product. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo and x-ray investigation revealed the device has pitting patterns on the articulating surface with the femoral implant. Pitting condition suggests that debris was making contact/friction between the insert and the femoral component. With information provided, a potential cause cannot be established. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune ps rp insrt sz7 5mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4) parts. 2) date of manufacture: 17-mar-2021 3) any anomalies or deviations identified in DHR: none 4) expiry date: 28-feb-2026 5) IFU reference: 090200829.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿planned inlay revision of ps-attune-knee-tep left side after about one year of implantation because patient had issues stretching the knee. Intraoperatively the pe-inlay showed strange scratches. Surgeon decided to change complete knee-tep to a competitor product¿. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the attune ps rp insrt sz7 5mm exhibited signs of pitting and deep scratches on the tibial and femoral bearing surfaces. These findings are consistent with a third body debris became trapped between the articulating surfaces. Additionally, the bottom section of the liner was found fractured. Based on the characteristic of the fractured area, it is suspected that the central post was cut during the disassembling process. The fractured fragment was not returned for evaluation. A manufacturing record evaluation was performed for the finished device [151650705 / 9729687] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. With the information available, there is no indication that a design or manufacturing issue has caused or contributed to the reported event. Therefore, it is not possible to determine a potential cause at this moment for the observed pitting and scratches. However, in support of the evaluation performed, it is suspected that the third body wear was caused by bone cement. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the attune ps rp insrt sz7 5mm would contribute to the reported device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4) parts. 2) date of manufacture: 17-mar-2021 3) any anomalies or deviations identified in DHR: none 4) expiry date: 28-feb-2026 5) IFU reference: 090200829. Device history batch null device history review a manufacturing record evaluation was performed for the finished device [151650705 / 9729687] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.